Manufacturer narrative:
The malfunction was observed during initial testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive troubleshooting without duplicating the reported malfunction. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to power on. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.